Event description:
A report was received that the pt is experiencing difficulty charging their implant. A field clinical engineer analyzed the pt's database and confirmed premature battery depletion. An ipg replacement surgery has been recommended.